Manufacturer narrative:
Philips has investigated this complaint. It was reported that the teal ups is off. Upon further inspection, philips field service engineer (fse) visited onsite and checked the system logs and confirmed the generator was not communicating. Fse was not able to resolve the issue by resetting the wall breaker and restoring power. Fse replaced the flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported incident. There was no harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the flex-pc ep/hd which returned the device to use in a good working condition.